Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction may have occurred due to residual water remaining during the drying process after cleaning, leading to contamination accumulation within the tubing or on various internal surfaces, but the cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the nozzle and on the objective lens. There was no patient involvement.